Manufacturer narrative:
Follow-up #1: date of submission 03/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: observed por events in the black box to support power loss. No moisture observed from the outside of the pump. Performed the leak test and found a display lens leak. Opened the pump case and found moisture on the battery cannister. Returned battery cap does not tighten securely onto the pump and is not able to maintain electrical connection. There no damage to the battery compartment. The battery cap threads are stripped/damaged. Investigators were able to duplicate power loss. Test cap was used for 24 hr test without any reboots. The pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.